Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricular lead exhibited high pacing impedance. No intervention was performed and the lead remained implanted. The patient was stable.

Event description:
New information received noted that the right ventricular lead was explanted and replaced on 8/28/2019. The patient was stable during and after the procedure.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie mark which is consistent with friction to device can. The outer coil was found exposed in this region.